Event description:
It was reported that the cartridge was leaking from the o-ring. Subsequently, the customer experienced an elevated blood glucose (bg) value displayed as "high". A specific bg value was not provided. Customer delivered a correction bolus to address the bg. Customer loaded a new cartridge to address the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. H3 other text : device not returned